Event description:
Black goo black oil / lube came out of blade. The substance was removed with a full radius blade. Surgeon was not too upset after it was removed. In the first case a back-up from the same box was opened and the same thing happened. Again the full radius was used for removal. A third blade was not opened as it was toward the end of the case. He continued for a few minutes with the full radius and was done.

Manufacturer narrative:
The device has not been returned by the customer for evaluation.